Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2020-05931. Report ID number: (B)(4). Exemption number: e2014031. Adhesive pad was not returned with the device. Upon initial inspection, it was noted that the needle was exposed. The linkage assembly can be seen to be slightly misaligned causing the needle to not fully retract. Upon opening the device, the linkage assembly moved to the fully retracted position. Faint score marks were seen on the underside of the top housing indicating interference between the housing and the linkage assembly. No timeouts or drive stalls were noted in the downloaded data. The cause of the needle not fully retracting was due to a misaligned component in the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
Needle mech failure with no high bgs (asr).